Event description:
The following has been reported: "issue: the pump screen doesn't work. The screen burned a capacitor. The background light works but no text on the display. Replace the screen. Test the function after the assembly. Pm passed" reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.